Event description:
It was reported that the patient experienced discomfort at the ipg pocket site since the ipg appeared to be tilting out of the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician created a new pocket and sutured the ipg down. Effective therapy restored post-op and the ipg pocket discomfort has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.